Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure unrelated to this event, high, out of range, high capture threshold and low sensing was observed on the rv lead. Lead was not used and a new lead was implanted. The operation was completed successfully. Patient was stable.